Manufacturer narrative:
A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Damage and exposed wires were observed on the power supply and the extension cable of the unit, causing the reported sparking.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the unit would power on and begin to spark at the connection between the unit and the power cords.